Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, the cgm was reading low, no specific reading was reported and no alerts sounded. The patient was asymptomatic at that point, but when his sister realized the low cgm reading, 911 emergency was called. When the paramedics took a fingerstick the blood glucose reading was also low, no specific reading was reported, and the patient was brought to the hospital. The patient was treated with intravenous glucose, after which he recovered and was discharged on the same day. There was no documentation of further medical intervention. At the time of the report the patient was stable. No other details were documented. Performance data was reviewed. An alert issue was not found within the investigation window. The allegation was undetermined. However, signal loss over 1 hour was found in connection to the reported allegation. The probable cause of the signal loss was the transmitter and app were unable to establish a connection. No additional patient or event information is available.